Manufacturer narrative:
The patient sample was requested for investigation but was not available. The recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient on a cobas e 602 module compared to a beckman analyzer. This medwatch will cover estradiol. Refer to medwatch with a1 patient identifier (B)(6) for information on the testosterone results. The initial estradiol result was 795.8 pmol/l. The sample was repeated the next day on a beckman analyzer and the estradiol result was <5.51 pmol/l. The reference ranges for each assay were not provided.